Manufacturer narrative:
Other relevant device(s) are: product ID: 3778-45, serial/lot #: (B)(4), (B)(6), (B)(4); product ID: 3778-45, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for non-malignant pain and failed back surgery syndrome. It was reported that patient had their implantable neurostimulator (ins) removed and part of the lead was left implanted. The patient had an ex-ray that showed that the abandoned lead appeared broken in the middle and was potentially frayed. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.